Event description:
Info received, indicates the brake will not hold.

Manufacturer narrative:
The technician found the brake caster swiveling when in brake. The technician replaced the brake casters to repair the stretcher.